Event description:
It was reported that a patient presented with loss of bluetooth low energy (ble) telemetry noted on the patient's implantable cardioverter defibrillator. Additionally, an instance of telemetry lockout was noted and was previously resolved through a ble reset. No further adverse patient consequences were reported.

Manufacturer narrative:
The reported event of ble unavailable was resolved by interrogating the device using a merlin programmer, this is indicative of a ble lockout which is per device design.